Event description:
Complaint (B)(4).

Manufacturer narrative:
It was reported that the hcu 30 blanket side does not warm during priming. According to the service report #(B)(4) dated 2020-09-12 the getinge field service technician (fst) checked the claimed hcu 30 device and found out that blanket side does not warm due to one tubing connector. The tubing connector was evaluated as defective. It was replaced with new one, the reported failure could be solved by the replacing. The hcu 30 unit tested for 2 hrs. Function tests all passed. According to the email from fst dated 2020-09-23 the blanket and blanket kit connection has been installed at the customer due to time reasons by alternate blanket model cincinatti plasti pad 196 from other supplier. According to the instruction for use, capter safety: it is not permitted to change or modify the device or its accessories. Due to the off-label uses associated with this, the warranty of the device is voided. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The reported failure "blanket side not warming" can be confirmed. The reported failure happened during priming. The hcu 30 which was used, was responsible for this complaint. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint (B)(4): it was reported that the hcu 30 blanket side not warming during priming.